Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a trauma surgery, one (1) unknown 2.4 mm evos plating screw device snapped off at the base of the head when it was being screwed into the plate. The procedure was resumed, without any delay, using the same device. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event. It is unknown whether the broken plating screw pieces were removed. Therefore, we cannot rule out the possibility of micro-motion and migration of any possible retained fragments. Based on the information provided, there were no delays reported and the procedure was completed with the same device. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include size selected, surgical technique and/or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.